Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -7.50 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting (vault value of 48 micrometers). The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: evaluation found lens returned dry in the lens container. Visual inspection found no visible damage to lens. Conclusion: review of the file indicates the lens was not implanted in accordance with dfu requirements. Patient's acd is below 3.0mm for vicl/vticl. (B)(4).